Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a pt and therefore there was no pt involvement or harm. The customer replaced the power supply to correct the problem. Visual inspection of the power supply by the MFR noted that there had been alterations to the part by the customer, and components were missing. This finding prevented a complete failure analysis from being performed. During inspection, there was residue noted on the power supply main board, which is consistent with arcing on the snubber pcb board. This finding was made at the time of failure analysis, and not initially reported by the customer at time of device failure. This type of failuer may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.